Event description:
It was reported that during an operative hysteroscopy procedure the clip would not reopen. While trying to stop a bleeding during the procedure, the applier was stuck closed on the tissues. Another applier was immediately used to coagulate. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). Broken jaw,orange indicator over traveled the analysis results of the device found that it was received empty, with one jaw ramp broken and with the orange indicator over traveled. These findings are not related with the event reported. The event reported could not be confirmed due the condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
Additional information was requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6).